Event description:
Two events reported on this product. First defective walrus IV tubing. The protective cap over the end of the tubing cannot be removed. So when in the middle of starting an IV, unable to get that cap off to hook up the IV fluid. So we are then calling for another nurse to help to either get the cap off or take off the 7 inch extension and put a new one on. This has happened with at least 3 this morning in a short period of time. Second walrus anesthesia tubing found to be defective prior to attaching to pt. Plastic connectors at stopcock snapped without warning causing a break in the sterile field and potential for pt to bleed.

Event description:
Two events reported on this product. First defective walrus IV tubing. The protective cap over the end of the tubing cannot be removed. So when in the middle of starting an IV, unable to get that cap off to hook up the IV fluid. So we are then calling for another nurse to help to either get the cap off or take off the 7 inch extension and put a new one on. This has happened with at least 3 this morning in a short period of time. Second walrus anesthesia tubing found to be defective prior to attaching to pt. Plastic connectors at stopcock snapped without warning causing a break in the sterile field and potential for pt to bleed.